Manufacturer narrative:
(B)(4). G2: singapore. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that deformation was observed in the packaging of both inner and outer. Another device was used to complete the surgery. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d5; d9; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual evaluation of the returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Additional evaluation found a void in the outer blister seal. Sterility is considered breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported event (warped blisters) can be attributed to transit damage. The cause of thermal damage in the apac region is occurring in transit and storage conditions from the time a package leaves the manufacturing site to the time it arrives in the distribution center. However, the root cause of the reported event (defective seal) can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.